Manufacturer narrative:
Product event summary: the 12fcc13 flexcath contour steerable sheath with lot 0012695601 was returned and analyzed. During external inspection of the sheath no anomalies were identified. The handle, shaft, and side port were all intact with no apparent issues. The tip of the sheath was also intact and showed no visible anomalies. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 psig (pounds per square inch gauge) showed "severe leak" message (should be between -0.3 and 0.3 psig), which failed the test. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.006 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The valve was isolated from the circuit and the performance test with sentinel blackbelt leak tester was repeated. The pressure test with 45 psig showed the pressure decay in the device was 0.056 psig and in an acceptable range (should be between -0.3 and 0.3 psig). A defective valve was confirmed, as isolating the valve resulted in acceptable leak test results. In conclusion, the sheath failed the returned product inspection due to a hemostasis valve leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during aspiration of the 12fcc13 flexcath contour, bubbles were observed in the side port of the sheath. The healthcare professional replaced the sheath and the same issue occurred. The sheath was replaced again which resolved the issue and proceeded with the procedure. No patient complications have been reported as a result of this event.